Manufacturer narrative:
The lost number is unknown at this time.

Event description:
Information was received that the patient was intubated with size 8mm portex endotracheal tube for 48 hrs. The tube became soft and bends easily, not able to ventilate the patient. An urgent tube change was performed. Once the tube change was completed the cuff broke and the tube had to be changed again. The patient has desaturated at 40 percent.